Manufacturer narrative:
A follow up medwatch will be submitted when further information becomes available.

Event description:
It was reported that leakage was ocurred during treatment at the cardiopleagia line of tubing set. Customer states that there was not any leakage when priming the set. During venting, customer realised that pressure ran out after pressurised the line. The blood flow rate was not measured however customer gave cardiopleagia between 200 ml and 300 ml. Then, pressure increased to normal values (70 mmhg and 120mmhg). No harm to any person has been reported.

Event description:
(B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when further information becomes available. The product was investigated at getinge laboratory. According to the sample investigation results, leakage occurred between #701020302 01405#pvc 1/4 x 1/16 70 sh tube and #701012689 gasfilter. The integrity test was performed under the water by passing through gas inside the line. At 0,3 bar, gas leak occurred on left side of connection between gasfilter and tube. At 0,5 bar gas leak occurred on both sides of the gas filter.

Manufacturer narrative:
It was reported that leakage ocurred during treatment at the cardiopleagia line of tubing set. Customer states that there was not any leakage when priming the set. During venting, customer realised that pressure ran out after pressurised the line. The blood flow rate was not measured however customer gave cardiopleagia between 200 ml and 300 ml. Then, pressure increased to normal values (70 mmhg and 120mmhg). No harm to any person has been reported. The product was investigated at getinge laboratory. According to the sample investigation results, leakage occurred between article number #701020302 - 01405#pvc 1/4 x 1/16 70 sh tube and article number #701012689 - gasfilter. The integrity test was performed under the water by passing through gas inside the line. At 0,3 bar, gas leak occurred on left side of connection between gasfilter and tube. At 0,5 bar gas leak occurred on both sides of the gas filter. Based on the test results, the reported failure could be confirmed. Based on the laboratory investigation results, loose connection has been found as the most probable root cause of the leakage due to production employee failure - the connection between tube and the gasfilter is performed manually by production employees. Production employees were informed about the complaint and control points on 2022-09-01. Customer confirmed that the cardioplegia fluid passed through from gasfilter to the manometer and used clamp to stop it. This failure was occurred for the first time, and customer explained it as "normally, the cardioplegia fluid is stopped at after the stopcock and never reached to the gasfilter". On the other side, customer had been using a method to prevent fluid escapes; according to the technical drawing cardioplegia fluid could pass through in both lines first one is gasfilter and other one is connected to the patient, and customer used gravity to prevent fluid escapes as putting gasfilter line higher than the patient line. This use contributes to stop cardioplegia fluid before reach out to gasfilter. In regards to customer intended use getinge consulted sales and service unit and decided to change the gasfilter to bacteria filter. During further investigation of this complaint, it was found that the verification test was not performed for gasfilter - article number #701012689 connection with tube - article number #701020302 for the scope of mdd, and verification of the connection were not available. A trend search was performed for 3 years (2019-06-16 - 2022-06-16). There is no additional complaint record related to the material and reported failure. Since the reported failure was occurred for the first time with this reported material gasfilter, and the reported failure it is not directly related with the verification. However a CAPA was initiated to investigate the verification. On the other hand, the main reason of the gasfilter on this line is to prevent fluid escapes to the manometer according to the customer use. To solve this issue, bo-hqv 51601- article number # 701041635 set is updated to version 36 on 2022-08-22. Gasfilter - article number #701012689 has been changed to bacteria filter - article number #701022662 that is more suitable for cardioplegia line. Intended use of bacteria filter is "channeling of fluids in extracorporeal circuits" and it prevents cross-contamination / fluid escapes to related lines. The production history records (dhrs) of the affected bo-hqv 51601 with lot# 3000196030 was reviewed on 2022-07-13. According to the DHR result, the product bo-hqv 51601 passed the defined manufacturing and final release specifications. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Trackwise #(B)(4).